Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer also reported that the insulin pump was damaged and there was crack on battery compartment however there was no damage on reservoir lip ring. It was unknown that the customer was using auto mode feature on insulin pump or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device passed displacement test, self test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Manufacturer narrative:
Additional information related to auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the insulin pump was not on auto mode at the time of event.